Event description:
The nurse reported a system message displayed. The system message would not clear. Three cases were cancelled. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the system message reported. The power supply and pcb were replaced. Preventive maintenance was performed. The system was then tested and met all product specifications. The power supply and pcb have been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).